Event description:
Procedure type: malum coxae, hip-joint procedure. According to the reporter: after surgery, an infection occurred. The pt had exudate in the deep part. A re-operation was needed to re-suture the wound.